Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified concentration of levaquin. After an unspecified length of time in use, the tubing separated from the "third" clave y-site. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay in therapy critical for this pt. No medical interventions were reported. Though requested, no add'l info was provided.